Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 68 mg/dl at its lowest and juice was consumed to address the bg level. The customer had entered too many carbohydrates for a bolus and was the cause of the low bg. The customer's bg was 119 mg/dl at the time of the report.